Event description:
The manufacturer received information alleging a ventilator was inoperable. There was no harm or injury reported. No medical interventions were specified. The device has been returned to the manufacturer, but the evaluation has not yet begun. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.